Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. The ventilator was investigated by our field service engineer on-site and the safety valve test failed. The pull magnet was determined defective and replaced which solved the issue. The issue was confirmed in the provided log files. No replaced parts has been returned tor technical investigation. The root cause to the reported failure has not been established in this investigation.